Event description:
It was reported that insulation damage was observed on the atrial lead at a planned generator replacement due to elective replacement indicator. The lead was repaired and remains implanted and in use. Patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).